Event description:
Patient had been on tablo hemodialysis system for about 25 minutes when an alarm arose that said, "immeasurable pressure error". Foam was noted in the top of the venous drip chamber. Blood was returned. Cartridge saved, new supplies were gathered and the machine was set up again. Patient received treatment without further incident. After the cartridge was taken down, it was inspected. Blood and foam were noted in the transducer line.

Event description:
Patient had been on tablo hemodialysis system for about 25 minutes when an alarm arose that said, "immeasurable pressure error". Foam was noted in the top of the venous drip chamber. Blood was returned. Cartridge saved, new supplies were gathered and the machine was set up again. Patient received treatment without further incident. After the cartridge was taken down, it was inspected. Blood and foam were noted in the transducer line.